Manufacturer narrative:
Patient identifier - (B)(6). Date of event not provided by the complainant. Product name unknown; manufacturer unspecified; product unspecified. Product common name unknown; manufacturer unspecified; product unspecified - product code pag / pai. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Surgeon name not provided by the complainant. Implant date not provided by the complainant. The 510(k) unknown; manufacturer unspecified; product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an unspecified manufacturer's pelvic mesh product(s). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.